Event description:
Healthcare provider reported rupture and deformation for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, missing shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. The device is received broken and missing so the deformation of the device cannot be observed. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive. The device is received broken and missing so the deformation of the device cannot be observed.

Manufacturer narrative:
[Health effect - impact codes]: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare provider reported rupture and deformation for the right side. Device has been explanted.